Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was due to poor environment or source water. The patient was hospitalized on the same day as event onset. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported). Twenty days after the event onset, antibiotic treatment was stopped. At the time of this report, the patient has recovered from the event and dianeal therapies were ongoing. No additional information was provided because the reporter declined follow up.